Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic torn, split and deformed and the haptic torn, broken, bent, and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+1.5/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted later that same day due to low vaulting. The surgeon did not implant another icl lens and the problem was resolved. The cause of the event was unknown.